Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "sales rep. Received a call from the chief technician yesterday, to inform her that there is leakage of blood from end of tubing and above the connector. It happened with 4 patients in opd with different phlebotomist, she went to check by my herself in opd. She found the in-charge, claimed about the pbbcs 23g lot no. 8283766, she said in the first case and second case the phlebotomy they didn't give attention but when it repeated again, twice more and the patient he was fighting regarding this incident so they informed to the chief technician to take an action. Note : the action was taken: take back whole quantity that they have, 23 boxes ( 4 cases, 3box)." 1 of 3 complaints.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Customer samples were tested and no defects were detected. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Customer samples were tested and no defects were detected. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# 1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "sales rep. Received a call from the chief technician yesterday, to inform her that there is leakage of blood from end of tubing and above the connector. It happened with 4 patients in opd with different phlebotomist, she went to check by my herself in opd. She found the in-charge, claimed about the pbbcs 23g lot no. 8283766, she said in the first case and second case the phlebotomy they didn't give attention but when it repeated again, twice more and the patient he was fighting regarding this incident so they informed to the chief technician to take an action. Note : the action was taken: take back whole quantity that they have, 23 boxes ( 4 cases, 3box)." 1 of 3 complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "sales rep. Received a call from the chief technician yesterday, to inform her that there is leakage of blood from end of tubing and above the connector. It happened with 4 patients in opd with different phlebotomist, she went to check by my herself in opd. She found the in-charge, claimed about the pbbcs 23g lot no. 8283766, she said in the first case and second case the phlebotomy they didn't give attention but when it repeated again, twice more and the patient he was fighting regarding this incident so they informed to the chief technician to take an action. Note : the action was taken: take back whole quantity that they have, 23 boxes ( 4 cases, 3box)." 1 of 3 complaints.